Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg migrated upward to an unsuitable location which caused discomfort and difficulty charging. The patient underwent a pocket revision procedure and was doing well post-operatively. The device remained implanted.